Manufacturer narrative:
The device was returned but has not yet been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source leds on the front panel were blinking when a scope was connected or disconnected from the tower. The issue occurred after an unknown procedure. The procedure was completed with the same device with no delays. Due to the issue, an error code 300 was observed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.